Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that years ago, patient walked through a theft detector at a small privately owned book store and felt electrocuted. Patient dropped to the floor after the passed through the theft detector. Patient stated the sensation ended once they got out of the area and left the store through the back door so they would not feel the sensation again. It was noted it happened a long time ago so there was no need to follow-up with their doctor. No further complications were reported.